Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge change error occurred. It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level was above 500 mg/dl and a high ketone level identified as dangerous by healthcare provider .customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6)2024-(B)(6)2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.